Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional additionally reported right side rupture discovered during explant surgery. Device has been explanted.

Manufacturer narrative:
A visual analysis of the returned device identified the device was broken shell, flat creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: a striated edge broken in the side posterior assessed as surgical damage, and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional additionally reported right side rupture discovered during explant surgery. Device has been explanted.